Event description:
It was reported that during the preparation of a stent placement procedure, the stent allegedly fell off the balloon. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one valeo balloon expandable stent was returned for evaluation. The stent was noted to be dislodged and deformed. Stent crimp marks noted under microscopic observation. All the anomalies were noted under microscope. No functional testing performed due to the nature of complaint. As the stent noted to be detached and deformed during the visual evaluation and microscopic observation shows the crimp marks of stent over the balloon, therefore the investigation is confirmed for the reported stent dislodgment and identified stent deformation. A definitive root cause for the reported stent dislodgment and identified stent deformation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 10/2024), g3, h6 (device). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the stent allegedly fell off the balloon. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 10/2024) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.